Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had a crack, the pump was flashing the medtronic logo, and the pump was constantly beeping. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the battery tube and belt clip rails. The customer also reported that the pump functionality was affected. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing. Troubleshooting was not performed for the audio anomaly. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit received with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor/motor]. Unable to download pump's history and trace files using thump due to flashing medtronic logo. Unable to upload onto carelink due to flashing medtronic logo. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. In summary, customer allegation for pump receiving audio/vibrate anomaly was unable to be confirmed due to flashing medtronic logo. Flashing medtronic logo confirmed due to severe corroded electronic assemblies. Unable to download pump's history and trace files using thump due to flashing medtronic logo. Cosmetic damage was confirmed at the battery compartment case(cracked) and belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.